Manufacturer narrative:
On 20-mar-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and issues of clotting and irrigation hole defects occurred. Clots were formed on the tip electrode of the thermocool® smart touch® sf bi-directional navigation catheter (stsf) even though the irrigation settings were the ones proposed from the instruction for use (IFU) another stsf was employed to complete the procedure. There was no patient consequence. The patient has not exhibited any neurological symptoms sine the procedure was completed. Additional information was received which indicated no ablation was performed. The correct catheter settings were selected on the smartablate generator and no error messages were present on any equipment. Physician guessed the clot formation was due to defecting irrigation holes.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and issues of clotting and irrigation hole defects occurred. Clots were formed on the tip electrode of the thermocool® smart touch® sf bi-directional navigation catheter (stsf) even though the irrigation settings were the ones proposed from the instruction for use (IFU) another stsf was employed to complete the procedure. There was no patient consequence. The patient has not exhibited any neurological symptoms sine the procedure was completed. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and temperature, impedance, pump and pressure gage test of the returned device were performed following bwi procedures. Visual analysis revealed no thrombus/clot residues at naked eye. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. Afterward, a pump and pressure gage test was performed and the device was found occluded. Further investigation revealed thrombus/clot residues occluding the irrigation holes. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since thrombus/clot residues were found occluding the irrigation holes, the customer complaint was confirmed. The instructions for use contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. Make sure the irrigation holes are not plugged prior to reinsertion. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).